Event description:
It was reported that user was walking with walker when user hit the front wheel on a small table, causing user to partially fall over the walker, resulting in a laceration on pt's arm.